Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a revision surgery took place in which a broken screw was removed. The shaft of the broken screw remains in the patient. Revision surgery took place (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was return for evaluation and thorough investigation was completed. The top half of the screw was returned, visually and functionally inspected. Upon review of the part, it was observed that the shaft had sheared in a counterclockwise deformity pattern. The fatigue failure started at the proximal end of the shaft, traveled distally into the bone, and sheared in a brittle manner. This is consistent with the effects of compounding forces at the event site from the construct. It is possible that hard bone may have contributed to this event, but no direct causality can be confirmed. All records revealed that all product (s) lots were manufactured within specifications and distributed accordance with the operating procedures.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a revision surgery took place in which a broken screw was removed. The shaft of the broken screw remains in the patient. Revision surgery took place (B)(6) 2018.